Event description:
It was reported that the patient's primary controller's emergency backup battery (ebb) was unable to charge since left ventricle assist device (lvad) implantation. Ebb was reseated without resolution. The defective ebb was exchanged with a new ebb. The new battery was able to charge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of the 11v backup battery being unable to charge was unable to be confirmed. The heartmate iii system controller (serial number: (B)(6) was not returned for analysis; however, the 11v backup battery (serial number: (B)(6) was returned for analysis. The battery was connected to a test system controller and was able to charge and support a mock loop without issue. The backup battery was able to function as intended. Additional information provided on 16nov2021 stated that the new backup battery was able to be charged. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number:(B)(6) and for the emergency backup battery (serial number: (B)(6) and were found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.